Event description:
Medtronic received a report that the pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left internal carotid c7 segment with a max diameter of 6.32 mm and a 4.15 mm neck diameter. Landing zone: distal: 3.2 mm and proximal: 5.2 mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed good adhesion. It was reported that during the operation, the tip of the pipeline stent was difficult to open, it was successfully opened through repeated operations. When it was opened to the back 1/3, at the bend of the blood vessel, the stent could not adhere to the wall after repeated operations. After the stent was withdrawn, it was found that the stent was deformed and damaged. The pipeline was not used for an indication is off label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the pipeline damage was not determined. The distal of the pipeline was located in the straight section of the blood vessel, and its middle part was bent. There were attempts to push and pull repeatedly, retrieve and then deploy again. No other equipment was used.

Manufacturer narrative:
Product analysis: no anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.